Event description:
Implant broke during insertion into the disc space. Sales rep who was in the case at the time reports that the user was striking the inserter with a mallet, but the rep said he did not appear to be overly aggressive. A portion of the cage (1/3) was left in the disc space and a smaller 7mm cage placed. The sales rep stated that the fragment was in place in the disc space and does not believe that it could migrate. There have been no complications to date.

Manufacturer narrative:
Cage was returned in two pieces with a portion of the device missing. Dimensions that could not be inspected indicate that the cage was manufactured to specification. The user was impacting the device with a mallet when the event occurred. The most likely cause of the event is excessive force placed on the cage during insertion. Applying torque and or using a mallet may result in breakage of the implant. The system comes with a straight and curved impactor to advance the implant using a mallet.